Event description:
The reporter indicated that a 13.2mm tmicl 13.2 implantable collamer lens of -8.50/4.0/125 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022. Reportedly this was due to the "lens rotated to the point where it was affecting his vision." Post-op 1 day and the doctor does not see anything out of the ordinary in their chart.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).